Event description:
A customer contacted baxter's technical service center regarding a home choice use error, as the home patient (hp) was in initial drain and not connected. The technical service representative assisted the hp to end therapy and advised the hp to start over again using new supplies. There was no alarm on the homechoice. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was not performed as the lot number was unknown. The root cause was related to the patient beginning therapy prior to connecting. During investigation by baxter, this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a sample was not requested. A labeling review was performed and found to be adequated. The home patient's nurse was advised of this report and indicated she would review proper procedures with the patient. No patient injury was reported. Baxter will continue to monitor similar reports to determine if further actions are required.